Manufacturer narrative:
The reported malfunction was observed during review of the device logs. However, the reported problem could not be duplicated. The multi function cable receptacle was replaced as a precaution. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.